Event description:
Staff report that there was an unusual bend in the catheter after it had been placed in the patient and the physician had begun to steer it. The catheter was removed & another one was obtained to continue the procedure. No patient harm. Staff notified the rep on the day of occurrence. There was no bend in the catheter prior to insertion-the device was visualized before insertion and there was no defect at that time. ====================== manufacturer response for unidirectional steerable diagnostic catheter, polaris x======================rep was contacted at the time of the event by cath lab staff.